Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100642845. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100438270. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which the cuff was removed and replaced. No device issues or other patient complications were reported.